Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n341226, implanted: (B)(6) 2012, product type: accessory. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that a volume discrepancy problem occurred and the actual volume was greater than the expected residual volume. It was noted that this was not the first refill after an implant/replacement/revision. The last 3 refills had the expected residual volume (erv) less than the actual residual volume (arv) by about 5 cc. With the most recent refill, the erv was 4-6 cc and the arv was 9-10 cc. It was noted that the patient was asymptomatic. The type of medication being delivered via the device system was fentanyl. Additional information has been requested regarding the patient¿s interventions and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.